Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01285 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, for both device, during preparation of the device outside the patient, when the device was tested, the brush could not be retracted back into the catheter. These two rx cytology brushes were never used on the patient. The procedure was completed with a third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4) for the reported event: brush failed to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01285 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, for both device, during preparation of the device outside the patient, when the device was tested, the brush could not be retracted back into the catheter. These two rx cytology brushes were never used on the patient. The procedure was completed with a third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was attached to the wire and extended upon receipt. There were no kinks on the catheter and no visual anomalies were observed. Functional evaluation found that the brush would extend and retract without issue. After being put through a duodenoscope, the brush would still extend and retract without issue with th scope fully deflected. The distance between he bottom groove at the distal end of the catheter and the distal end of the brush was measured and found to meet specification. The brush was able to be extended and retracted without issue both outside the scope and after being put through the scope. Therefore, the reported event, brush could not be retracted, could not be confirmed. The device history record review found the device met all manufacturing specifications.